Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was in the tortuous right coronary artery (rca). The physician had deployed a 3.0 x 24mm taxus express2 drug eluting stent to treat the target lesion. The balloon was deflated. During withdrawal, balloon withdrawal resistance was encountered. The physician was able to remove the balloon from the pt's body by unspecified actions. The physician then attempted to wipe down the device for further examination and the catheter "fell apart". There were no serious pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.